Manufacturer narrative:
This report is being supplemented to provide additional information provided by the device evaluation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the reported e213 otv error code could not be duplicated. Additional findings include the following: the top cover and real panel were deformed, and the foot switch / comp & serial digital interface (sdi) signal connectors were deformed.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the visera elite ii video system center experienced an e213 otv error code. The issue was found during preparation for use, the intended therapeutic arthroscopy was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional inadvertently checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.